Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 2/11/97. On 2/16/97 after iabp for five days, check "iab cath" alarm sounded from the pump. Blood was noted in plastic sheath cover on the balloon. Iabp was placed on standby and the surgeon came and removed the iab. No second was inserted. Event complications: none from the event - rpt'd 2/19/97, 3/5/97. Pt current status: critical - rpt'd 3/5/97.